Event description:
It was reported by the affiliate that the (1) tsb45 was used during a video assisted wedge resection procedure. It was reported that the jaw would not open and was finally manually opened. The surgeon found that the staples malformed so he put in some overstitches. The case was completed with another instrument.